Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the fault was due to an isolated software issue. The device software was upgraded to address this issue.. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable when connected to an external battery as a power source. There was no patient injury reported as a result of this incident.